Event description:
It was reported that the patients ipg was sitting at a slight angle in pocket and was not able to connect to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)) the returned ipg was analyzed and the allegations of the inability to connect to the rc and difficulty charging the ipg have been confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, the reported inability to connect to the rc and difficulty charging the ipg will be assigned a probable cause of unintended use error caused or contributed to event. It was also reported that the ipg was tilted in the pocket. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, the reported migration was assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patients ipg was sitting at a slight angle in pocket and was not able to connect to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.